Event description:
Per the audiologist, the pt reported that the abutment fell off in 2007 (estimated), but she did not seek medical attention. The pt had undergone a tissue reduction surgery prior to the abutment falling off (date not reported). Since then, the skin has grown over the flange fixture. Medical evaluation of the surgical site was recommended. No further info was reported at the time of this report, filed sept 23, 2008.

Manufacturer narrative:
.